Event description:
During the procedure, right leg arteriogram, balloon angioplasty and stenting, one of lifestents (6x200mm) did not deploy properly prior to insertion of pt. Disposable was tested on back table, never reached pt. FDA safety report ID# (B)(4).